Manufacturer narrative:
We have not received the product for investigation. Hence, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. We believe this is an isolated incident.

Event description:
It was reported the distal perfusion catheter had blood leaked in the 3-way part during perfusion procedure. No harm to the patient occurred.